Event description:
Information received from the field notes that the patient complained of palpitations. During atrial threshold testing, when non-capture occurred, the patient developed what appeared to be pacemaker mediated tachycardia and her symptoms were reproduced. The maximum tracking rate was decreased to 125 ppm, 480 ms. The atrial output was increased to 5.0 v and pvarp was increased to 350 ms.